Event description:
The patient's explanted product was received on 08/12/2016. It is unclear why the device was explanted or the date the explant occurred. Product analysis was completed on the lead. The analysis concluded that there was a stress induced fracture in one of the strand that occurred while the product was implanted. The strand on the negative coil were also found to have stress induced fractions thought to be from tension. Evidence that body fluid had once been in the inner and outer tubing was found at the torn openings. Pitting and erosion also occurred at the ends of the lead.